Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled a cartridge with 200 units of insulin during the load sequence. The customer loaded a new cartridge and the issue persisted. There was no reported impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.